Event description:
It was reported that the patient had multiple low flow advisory alarms. It was also noted that the patient had rescue tape on their modular cable near the driveline section due to past exposed wire damage. The patient has not had a modular cable exchange due to their current health status of end stage right ventricular heart failure which they are being treated with IV milrinone and no anticoagulation. Log files were submitted for review. The log file captured numerous odd low power advisories and power cable disconnects while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had progressive renal failure. The patient's renal disease was not caused by the left ventricular assist device. It noted that the patient experienced exacerbation of chronic kidney disease 3 to 4 with a significant increase of creatinine of 6.8 evaluated on (B)(6) 2025 from last test of 4.2 on (B)(6) 2025. The patient presented symptoms of lethargy and was transitioned to hospice care with no dialysis.

Event description:
It was later reported that the cause of death was due to renal failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the device nor the device therapy caused or contributed to the right heart failure. The patient was asymptomatic but said to have passed away in hospice care as expected. It was reported that the death was due to right heart failure. The death was not considered to have been device related and the device operated as expected. The device would not be returned.